Event description:
It was reported that bd syringe 5 ml ll tip bulk convenience pak contained foreign matter. Verbatim: during visual inspection of lot 20260518-6bd3f9 rocuronium bromide 50 mg/5 ml (10 mg/ml) one syringe was found to contain a foreign particulate. Product: sterile syringe tray 5 ml, lot number: 5212183, part number: 309703, number of defective units: 1, defect type: foreign particulate.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.